Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced two medical grade power supply (mgpss). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause for power issues can be attributed to a faulty power supply. After the mgps were replaced, the vsc powered on without issues.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was no power to the vision side cart (vsc). The customer had tried multiple new outlets with no change. The customer found the breaker in the on position and tried to hard-power-cycle the vsc with no change. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were not placed inside the patient.